Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device. The sensor prematurely detached on the 7th day of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced seizure and loss of consciousness. Customer was unable to self-treat and was administered glucagon by a caregiver. The customer was later taken to the hospital and was administered paracetamol, insulin and was provided food by a health care provider. There was no report of death or permanent injury associated with this event.